Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient experienced a cerebral vascular accident. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was doing fine following the procedure and left on a medication regimen of novel oral anticoagulation (noac) and aspirin. The patient came in for their 45 day follow up visit and there were no issues that were observed. The patient was switched to aspirin and clopidogrel following their visit. On (B)(6) 2020 the patient experienced a cerebral vascular accident. On the same day transesophageal echocardiogram (tee) imaging showed that there was a mobile thrombus on the threaded insert of the closure device. Lyse was performed to treat the patient. The patient was checked to see if they were clopidogrel resistant and their medication was changed back to noac. There were no other complications that were reported and the case is still ongoing.